Manufacturer narrative:
Field service engineer (fse) investigated a report of the table moving head up uncommanded, but was unable to duplicate reported problem. Fse completed a major operational checkout of the table and ran all table movements to full limit multiple times using table footswitch and the table handswitch. Fse initiated permanent recall from handswitch and also complete park arm movement from park arm switch on table. Fse found all table movements were completed with no issues. Fse then completed verification of table operation per service checklist qssrwi4.1. The system functioned in accordance to manufacturers specifications and was returned to the customer for service.

Event description:
On (B)(6): customer reports via phone that during a cystogram on a female patient, the table starting moving vertical (head up) on its own. Staff immediately shut down the table, moved the patient to another room where procedure was completed without further incident. No reported injury.